Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Follow-up 1: investigation outcome. Hamilton medical ag received the logfiles of the device for analysis. Upon review of the logfiles, the issue reported by the customer could be confirmed. Logfile review confirms multiple exhalation obstructed alarms between 02:12 and 02:21 on (B)(6) 2025, accompanied by repeated high pressure, loss of peep , low tidal volume, and disconnection alarms. The alarm pattern is consistent with impaired expiratory flow, likely due to malfunction or sticking of the tank overpressure valve affecting the exhalation path. It is important to emphasize that no patient was involved at the time the alarm occurred. A replacement tank overpressure valve was provided to address the reported issue. To date, the manufacturer has not received any additional information or confirmation regarding the installation of the component. Furthermore, no additional complaints related to this device have been registered. Hamilton medical ag considers this case closed.

Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarmed with exhalation obstructed. No patient involvement.